Event description:
It was reported that a system error 2240 (air in line) alarm occurred on a home choice (hc) device during the initial drain. The patient was connected to the hc before priming the lines. There was no patient injury or medical intervention reported. The technical service representative explained the alarm to the patient. The patient was to start therapy over with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.